Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had bad servo controller board, was pausing during compressor performance and drive regulator calibration. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component, investigation conclusions),h10. The getinge field service engineer(fse) that encountered the issue replaced the solenoid control board (0670-00-1161) and the drive regulator (0103-00-0633). The fse completed the pm including all functional and safety tests as per manufacturer specifications.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.